Event description:
Clinic notes were received for review that documented a vns pt was interrogated and noted to be at 1/20/500/30/60. This is classic settings for an interrupted systems test. Good faith attempts are being made for programming history so, a review can be made to determine how long the pt was programmed to these settings and if and when the event occurred.